Event description:
Robotic myomectomy - "surgeon removed needle driver from trocar with specimen in the jaws. The open jaws of the needle driver caused the distal part of the cannula of the trocar to break and fragment, leaving pieces of broken plastic in the patient." Patient status: "stable."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56 if we obtain additional information, which was not known or was not able when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional details from doctor (B)(6): "noted cracks approximately 1-2 mm @ distal tip of 12 mm balloon trocar that occurred as a result of removing ct1 needles. This has never occurred before with any other trocar used here in the past. The chips were too small to be recovered from patient. I consider this to be a patient safety issue and don't fell comfortable using these trocars on my patients. Please see photo."

Manufacturer narrative:
Investigation summary: the event unit and photographs were returned for evaluation. Upon inspection engineering confirmed visible damage on the distal end of the cannula. Engineering has determined the customer's experience is most likely the result of damage from the instrument mentioned. The parallel dents and chips seen on the distal end of the cannula appear to have been caused by the open jaws of the needle driver. During the manufacturing process, all kii advance fixation trocars are thoroughly inspected for functionality and performance prior to packaging. The applied medical instructions for use (IFU) warns that extra care should be used when inserting and removing angular and asymmetrical instruments. This document represents our final report.